Event description:
It was reported that during an unknown procedure that the stapler was fired and it would not release. They are concerned the staple did not fire all together. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 5/19/2025. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device firing sequence interrupted or stopped midway (no staples deployed, or staples deployed without forming fully and/or washer not completely cut line? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. If the anvil could not be opened, how was the device removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2025. Additional information was requested, and the following was obtained: 1. Was the device firing sequence interrupted or stopped midway (no staples deployed, or staples deployed without forming fully and/or washer not completely cut line? It appears that the stapler went through the full firing sequence, a green check mark was illuminated after firing but was difficult to remove, it was finally removed and upon inspection of the firing line, staples were not visible but the anastomosis appeared complete and was submitted to a leak test and not bubbles we observed signifying a complete anastomosis. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No 3. Or, did the device fully fire and stop during the automatic knife return? No 4. Was the device locked on tissue with the anvil closed? No, the anvil was turned two full rotations per removal instructions and could not be removed, it was instructed to the surgeon to do another complete rotation to help with removal. It was difficult to remove but finally came out. 5. If yes, what steps were taken to open the anvil. - see answer 4 6. If the anvil could not be opened, how was the device removed. -the anvil was able to open.